Event description:
The customer reported the burette leaking from the bottom. The set was infusing on a patient when the leak was noticed. There was no report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.